Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted (B)(6) 2024. No complications or concerns occurred during or after the procedure. The patient was discharged the same day by physician per normal physician protocols. On (B)(6) 2024, the family of the patient reported to the physician that the patient had died. The family stated the patient was feeling feverish prior to going to bed. The patient was found dead the following morning. No additional information on the cause of death was provided.